Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a recently implanted patient started to be in a great deal of pain from the buttocks to the leg stump overnight. It was stated that there were some issues with placing the leads in the right place and the physician thought that the lead was pressing on a nerve causing the pain. The pain did not appear to be related to the stimulation as it was the same when the stimulation was turned on and off. The lead was replaced and once it was removed, the patient's pain disappeared. No device malfunction was suspected. The patient was reportedly doing well post operatively.